Event description:
The complaint description was reported as: there was an air leak. The unit was replaced, and the problem did not appear with the replacement unit. No patient injury reported.

Manufacturer narrative:
The device sample is not available for eval. The investigation results are not available at time of this report.